Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Additional information received : the patient is smoker and has diabetes. Additional FDA coding being added after investigation of device. Adding additional health effect - clinical code 2377. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding additional investigation conclusions code 50. This is a follow up report to add this additional code. Device received for this event is being corrected from astratech impl ev 4.2s 11mm os catalog # 26323 to astratech impl ev 5.4s 11mmos catalog # 26363. This is a follow up report for this corrected information. Correcting UDI # from (B)(4) to (B)(4). This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported - removing codes for: medical device problem code: 2408. The correct codes for this complaint are: medical device problem code: 1863. This is a follow up report to correct this code.